Event description:
The customer reported a burning smell coming from the e500 ventilator during use. The distributor's technician found that the dc-dc board was burnt. Per distributor, the unit was manufactured in 2003; however, the pcb1831a and battery had never been replaced. Additional info was received on may 18, 2008 that when the incident occurred, the nurse in the hosp opened the window and called the hospital's medical engineer. The unit as removed from the pt, and the pt was switched to another ventilator. There was reportedly no alarm sound. Please note that there was no death or injury in this case.

Manufacturer narrative:
Evaluation summary analysis: pc board was returned for eval. After the visual inspection and intensive investigation, it was found that r31 and q1 were overheated. Conclusions: a defective battery with low internal resistance stresses the battery charging circuitry and causes q1 to overheat and fail as a short circuit. Once q1 fails, the rest of the charging circuit consisting of r31, d70, and d71 also overheat and fail as open circuit. A review of the maintenance/service records show that battery failure above is most likely to occur with batteries that have been in use for at least 3 years or more. In an effort to prevent the recurrence of this issue, a change has been made to the maintenance schedule of the battery from 5 years to 2 years.